Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no documentation that supports a causal relationship. At this time, there have been no reported allegations of a liberty select cycler/liberty cycler set malfunction or product deficiency associated with the event. Peritonitis is a well-known complication in pd therapy. Based on the available information, the source of the patient¿s peritonitis may have been multifactorial in nature. The patient had concurrent constipation which may increase the risk of peritonitis. However, based on pd effluent culture results, there is a likely association touch contamination and the patient¿s peritonitis event, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a peritoneal dialysis (pd ) patient was experiencing cloudy pd effluent. Subsequently, the patient was seen in the outpatient pd clinic after experiencing a second day of cloudy pd effluent with concomitant upset stomach and constipation (reported onset 1 week prior to peritonitis event). As a result, a pd effluent culture was performed which yielded growth of gram positive cocci in clusters (organism unknown). The patient was initially treated with cefazolin 1 gram intraperitoneal (ip) and ceftazidime 1gram ip. Reportedly, the patient was subsequently treated with vancomycin (unknown dose) for fourteen days. A repeat pd effluent culture was performed and the result was negative for organism growth. Per the patient¿s pd nurse, the patient¿s peritonitis was attributed to touch contamination. However, recorded in the medical records received the patient self -reported practicing aseptic technique. The patient is continuing continuous cyclic peritoneal dialysis (ccpd) on the cycler with no issues. Documentation in the medical records received, indicated no medical device or product was involved in the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event.